Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance, and were now out of range around 200 ohms. It was noted that the pacing rate was increased to high output and the impedance dropped to about 180 ohms. The lead remains in-service. No adverse patient effects were reported.